Event description:
It was reported that during an anterior resection procedure when the surgeon tried to close the stapler, the anvil detached from the trocar. The surgeon tried for twice but the same problem happened. He had already made sure click sound was achieved when attaching the anvil to the trocar. Procedure was completed with same like product. No consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. The analysis results found that the device arrived in good visual condition, fully loaded with staples and with the breakaway washer uncut, indicating that the device had not been fired. The device was tested for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was placed on the device completely and without any difficulties. Although there is no conclusion as to what cause the report incident it is possible that the anvil was gripped by the locking springs while trying to reattached to the device; this would prevent the anvil locking on to the device. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.